Event description:
It was reported that following a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) using a farawave pfa catheter the patient experienced elevated creatinine and urinary retention. During the procedure 54 ablations were performed with the pfa catheter across the pulmonary veins and posterior wall. Posterior wall ablations are considered off label as the catheter is only indicated for treatment of the pulmonary veins. A "jump" was seen in the patient's creatinine post procedure and the physician suspects the patient is experiencing hemolysis. No interventions have taken place, but the patient was admitted to the hospital and is consulting with nephrology. The patient was discharged the following day, and their creatine levels have returned to baseline. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. Hemolysis was not confirmed as a diagnosis.